Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was over 600 mg/dl. The customer's caretaker was able to give him a 6 unit bolus to treat his high blood glucose level. The customer was off the insulin pump for 24 hours and that caused his blood glucose level to go high. The infusion set was not sticking and the cannula was bent. The device was not returned.